Manufacturer narrative:
A siemens technical service engineer (tse) evaluated the immulite 2000 instrument and instrument data. After analysis of the instrument data, the tse determined that the cause of the discordant 3gpsa was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2000 3rd generation psa (3gpsa) results were generated on one patient sample. The laboratory repeated the sample several times for confirmation. There was no known report of treatment given or withheld based on the discordant 3gpsa results.